Event description:
It was reported that the patient had rash that started on their back, and it has spread to their chest and legs. The physician had not determined if it was device related however the patient was given medication.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks from the date the manufacturer was made aware.